Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one curved opening, flat creases and wear abrasion. A microscopic analysis and leak test were performed which identify: one curved opening striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening striated in the side radius assessed as surgical damage.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.